Event description:
The report received from our affiliate indicated that the balloon was used for dilatation of a palmaz stent that had been implanted in the pulmonary artery of a female some time prior. As the patient got older, the pulmonary artery grew, and the stent needed to be further dilated. However, the balloon ruptured at nominal pressure, and could not be withdrawn. It was then noted the hub of the product and the 7f sheath introducer (brand unknown) were manually cut off from the proximal ends. Next, a second sheath introducer (8f/brand: unknown) was advanced to the balloon over the first sheath introducer. The balloon could then be withdrawn into the 8f sheath introducer, and all devices were removed from the patient. The procedure was considered to be successfully completed at this point, as adequate dilatation of the stent had been achieved. There was no report of any adverse consequence to the patient. As per the reporting affiliate, no additional procedure information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.